Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a costumer with an implanted neurostimulator. It was reported that the spinal cord stimulation is not working. The stimulation was not on and the patient was not using it. No patient harm was reported. No further complications were reported or are anticipated. Indication for use is non-malignant pain.